Manufacturer narrative:
This report is being submitted as follow-up no. 1 to provide additional information to section, update section h3, and to provide the completed investigation results. One (1) 6fr angio-seal device was returned for product evaluation. The returned device included the locator, hemostasis sheath, and carrier tube. The device was visually inspected and found to have been in used condition visible signs of blood. The carrier tube and hemostasis sheath were found to have been fully mated and in the fully rear-locked position. The carrier tube was found to have been kinked at the proximal end near the hub. The suture and tamper tube were found to have been fully deployed and the suture was found to have been cut. The clear stop indicator was found to have been fully visible at the proximal end of the tamper tube. No other damage or issue with the device was identified. The complaint was confirmed for an improper deployment of the device. The exact root cause was unable to be determined. The likely cause could be improper closure technique resulting in a failed closure attempt. As the suture was cut distal to the tamper tube, it appears that tamping may not have been performed which could have caused the issue to occur. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).

Event description:
Additional information was received on 27 jun 2023: additional tests was conducted, and the vascular team was called, however they could not locate the anchor. The patient stayed in the hospital for a few extra days to be monitored but was ok and was discharged.

Manufacturer narrative:
D6a: implanted date: unknown if device was implanted. D6b: explanted date: device was not explanted. E3: occupation: unknown. A review of the device history record of the product code and lot number combination was conducted with no findings related to the reported event. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that the health care professional (hcp) pulled back the angio-seal; however, the suture appeared to never stop pulling back. The hcp also noted that he saw "gauze" which was removed. The footplate was reported to be lost in the patient. There was one (1) femoral puncture site, above bifurcation. It was smooth and there was no peripheral vascular disease and it inserted in the correct location. There were no known effects on the patient condition. Additional information was received on 19may2023: the procedure performed prior to using the angio-seal was a percutaneous coronary intervention (pci). The angio-seal was 6 french. There were no difficulties. The doctor noted how smooth the vessel was, no pvd. It was a single puncture above the femoral bifurcation and there were no procedural concerns. A pre-deployment angiogram was performed. There were no issues with insertion, deployment, or withdrawal of the device. As of (B)(6) 2023, (approximately 18 hours post procedure) the patient was stable. The estimated blood loss was unknown. The doctor noted there was no additional pull force was used/no excessive tension. The event was believed (anchor left in patient) to be the case on (B)(6) 2023 (18 hours post procedure roughly at 4pm on (B)(6) 2023). The vascular team was called to review and patient was stable. At that point, the anchor was not located. It was possible that the anchor had remained in the angio-seal device. It was believed that the collagen was deployed and removed. It was unsure if the collagen was cut. There was not visual confirmation of the device showing the anchor missing. At 11am on (B)(6) 2023, testing to locate the anchor had not yet been performed. The patient was seen in the evening prior by the vascular team and was waiting to hear if additional testing would be performed. There was no medical or surgical intervention performed to remove the anchor, as of 11am (B)(6) 2023. Additional information was received on 21may2023: a 6 french sheath was used. After the failed deployment, manual pressure was used, then a fem stop.